Event description:
Pt had missed refill date by 2 days and when presented at office was experiencing withdrawal symptoms (flu-like symptoms). Pump was refilled by the nurse and the refill was described as "routine". Immediately after withdrawal of the needle after refill the pt felt severe pain under his ribs and the pain then shot up his back. Pt immediately said to the nurse "something is wrong". His leg started to draw up; the nurse called 911 and the pt was conscious when the ambulance arrived. The pt tried to walk to the stretcher but collapsed after a couple of steps. The ER intubated the pt and the ER staff reported the pt had an "episode" while in the ER - details not know by physician. A few days later the pt was discharged. Pump was accessed on 09/17/1999 and the correct amount was withdrawn, i.e., the withdrawn amount matched the programmer reading indicating that the pump was dispensing accurately. The physician is convinced this event is device related but did not provide related facts to support that premise. The pt is on several other medications. Follow up on 11/10/99 - hcp reports that pump has functioned properly and pt has had one refill since that time without any recurrence of the "event". Pt receiving good therapeutic effect.